Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the submitted log file showed the system operating as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient fell on (B)(6) 2023 around 4:00 pm while they were carrying a large cabinet. The patient felt unwell at the time. Computed tomography (CT) scans of the head and spine were performed as well as a chest x-ray. The patient developed a subarachnoid hemorrhage due to the fall. The neurosurgery team reviewed the images and recommended repeat head CT scans at 24 hour intervals. The patient's coagulopathy including prothrombinex and vitamin k were reversed, and their warfarin was withheld for at least 2 weeks. The patient received neurology observations every 4 hours. They also were given keppra (levetiracetam). The patient was stable at home and would follow up in clinic in 2 weeks.